Event description:
The external pulse generator was returned for repair of a broken cracked case. It was analyzed and subsequently tested out of specification and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found confirmed that the upper/lower cases were broken. Side bail cover, ring cover and battery drawer were found to be broken. The heart block, lead flex cover, case screws and ring screws were contaminated. The lcd display was out of mechanical specification and the ring was bent.